Event description:
Caller states patient tested 3.7 inr, 5.1 inr, and 3.3 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.